Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact the customer¿s blood glucose. Customer reverted to an alternate method of insulin therapy.